Manufacturer narrative:
A steris account manager offered in-service training to the user facility on the proper troubleshooting techniques to the trufreeze console; however, the user facility declined. No additional issues have been reported. UDI related data clarification - the device subject of the event was manufactured prior to UDI compliance, therefore, UDI is not applicable and was not included in the MDR.

Manufacturer narrative:
A steris service technician arrived onsite to inspect the trufreeze console and confirmed the screen display error. The technician conducted troubleshooting and successfully reset the console. The technician tested the console, confirmed it to be working according to specifications, and returned it to service. The trufreeze system operators manual (B)(6) gives the following instructions to the user: if console is not behaving as expected, power cycle the console. If problem persists, contact steris customer service at (B)(4) or your local steris endoscopy product specialist." A steris account manager reached out to the facility to offer in-service training on proper troubleshooting techniques to the trufreeze console; however the facility has not confirmed a date at this time. A 3-year review of complaint records indicates this to be an isolated event. A follow up MDR shall be submitted should additional information become available. No additional issues have been reported.

Event description:
The user facility reported prior to a patient procedure there was a screen display error while booting up their trufreeze console. Facility personnel attempted to reboot the console but were unsuccessful. The procedure was postponed and the console was removed from service to await onsite inspection. No report of injury.